Event description:
A consumer reported that the patient had a surgical revision on an unknown date due to the wires dislodging. As a result, on (B)(6) 2017, a revision surgery was performed to reconnect the wires. There were no related patient symptoms and no further complications are anticipated. The patient's indication for implant is movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.